Manufacturer narrative:
Gtin/UDI number for item 70001b-07t, lot 16096748 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an oxaliplatin leak at the texium on the secondary set where it connected to the y-port of the primary set during infusion. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection showed the actuator tabs of the texium adaptor on the secondary set were not damaged. No anomalies or damage were observed on the set. Functional and pressure testing resulted in leaking but only after the connection between the secondary and primary sets was purposely over torqued. The cause of the leak was not identified.

Event description:
The customer reported an oxaliplatin leak between the secondary set with texium and y-site port of the primary set during infusion. There is no report of patient harm.